Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor was implanted on (B)(6) 2022 in a 56 year-old male patient due to an acute subdural hematoma as a result of a traumatic skull injury. On (B)(6) 2022 was noted a big difference icp between v drain and sensor. To insert the v drain the medical staff removed skull bones.

Manufacturer narrative:
The icp microsensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector. Received catheter with suture; catheter kink/stretched 24.2cm from distal end. Icp express read 422. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a